Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was above 400 mg/dl. Customers other blood glucose value was 375 mg/dl and between 350 mg/dl and 450 mg/dl. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.